Event description:
It was reported that a continuous glucose monitor (cgm) error occurred, with an error code 42. There was no reported impact to the customer¿s blood glucose level. Technical support provided instructions for a pump reset, and the caller successfully started a new sensor session without further errors.